Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a common bile duct stone removal procedure performed in 2009. According to the complainant, after endoscopic sphincterotomy and stone removal using a balloon (manufacturer unknown) the distal tip of the wire remained in the bile duct. Then, "it moved to intestine duodenum and [was] removed with a forceps without problem." The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."